Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the canada patient reported insulin flow blocked alarm. Patient replaced infusion set and resumed insulin successfully no further information available.